Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va04zvx, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
The patient was implanted for urinary dysfunction, bowel dysfunction, and gastrointestinal/ pelvic floor issues. The manufacturing representative reported that the patient had a lead replacement because the lead was broken/fractured/damaged. The patient completely recovered following this replacement.